Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The axiem box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The axiem was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the axiem box lost communication during registration and no instruments were able to be tracked. Replacement axiem box was installed without complication to resolve the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.